Event description:
It was reported that the laser output was weak. The console did not display a courtesy message nor error code. The procedure was completed with the original device. There were no patient complications.

Manufacturer narrative:
The console was field service at the user's facility, field services identified that the debris shield of the console was burned. Therefore, the reported event was confirmed. After replacing the debris shield the console was within specification and functioning as intended. In addition, it was identified that the laser oscillator tube was slightly burn. A replacement was recommended. Operation check was performed, the cooling water was refilled, no further issues were identified.